Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that the audio issue began approximately two weeks prior to this report. The customer replaced the external speaker, but this did not resolve the issue. The rse learned that the speaker is connected through a remote solution. The rse advised the customer to reboot the remote solution. Following the reboot, the audio issue resolved. The device remains at the customer site.

Event description:
The customer reported not getting any alarm through audio, only visual. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.